Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the representative noted the patient has not charged their implantable neurostimulator (ins) in approximately a year. According to the caller, the patient did not attempt to charge the device and was unable to; instead, they simply have not charged it in a year, which is understood to result in an overdischarge scenario. The caller plans to meet with the patient tomorrow.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that patient has advanced parkinson's disease and chose to not charge implantable neurostimulator which led to overdisharge. Rep reported that a physician reset was preformed and implantable neurostimulator was able to be charged. Rep reported that issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.